Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. There was blood in the wire lumen. There were multiple hypotube kinks. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed. (B)(4).

Event description:
It was reported that shaft break occurred. The 20x3.5mm, eccentric, de novo, 90% stenosed target lesion was located in a mildly calcified and mildly tortuous left anterior descending (lad) artery. Following a 190cmx0.014" non-bsc guide wire, predilation was performed using an unspecified balloon catheter. Unspecified stents were implanted. A 3.5mm x 15mm quantum maverick balloon catheter was then selected to post-dilate the target lesion. While advancing the device, it was noticed that the shaft broke off 20cm away from the hub . The physician withdrew the balloon together with the guide catheter and completed the procedure with another of the same device. No patient complications were reported and patient's status was stable.

Event description:
It was reported that shaft break occurred. The 20x3.5mm, eccentric, de novo, 90% stenosed target lesion was located in a mildly calcified and mildly tortuous left anterior descending (lad) artery. Following a 190cmx0.014" non-bsc guide wire, predilation was performed using an unspecified balloon catheter. Unspecified stents were implanted. A 3.5mm x 15mm quantum maverick balloon catheter was then selected to post-dilate the target lesion. While advancing the device, it was noticed that the shaft broke off 20cm away from the hub . The physician withdrew the balloon together with the guide catheter and completed the procedure with another of the same device. No patient complications were reported and patient's status was stable.